Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that a ventilator alarmed high pressure alarm while being used on patient. A service engineer investigated the ventilator on site and confirmed the reported problem. The service engineer found that the pressure transducers printed circuit board (pcb) was defective and replaced them. The faulty pressure transducer pcb was returned for investigation , service report is provided though. The provided device logs confirm the reported issue. The returned pressure transducer pcb has been checked and a visual inspection confirms the reported liquid spill problem. The pressure transducer pcb was not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. A defected pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by a liquid on the back side of the pressure transducer pcb. The cause of this liquid has not been determined.

Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer's ref #: (B)(4).